Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Mfg. Site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip would not detach from the catheter when the clip was deployed. The technician opened her hand allowing the control wire to push the clip off the catheter, but the clip still would not detach from the catheter. The clip eventually detached from the catheter after further manipulation by moving the catheter back and forth. The procedure was completed with this device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.